Manufacturer narrative:
The device is available for eval. However, it has not yet reached the mfg site for investigation. A follow-up report will be filed once the investigation is complete.

Event description:
It was reported that the drill overheated. No other add'l info was provided by the user facility.